Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6) 2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60, indicating that the touchscreen was not working. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their touchscreen was not working. The customer stated during setup that their touchscreen was not responding on top half of the screen and calibration failed. The customer requested the parts ID for the touchscreen to order a replacement. The remote service engineer provided the customer with the parts ID for the touchscreen to order.